Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It reported that during a paraesophageal hernia procedure, the device was being fired across the esophagus and when observed the clips were malformed. The surgeon used suture to secure the clip line and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing did this occur on? After the first firing. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Asku. Please specify the size of the vessel? Asku. Were any unexpected noises heard? No if so, when? Was the device fired after this incident in or out of the patient? In. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? Asku.